Event description:
The device was analyzed.

Manufacturer narrative:
Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found. H6. Method and results codes are updated in this report.

Event description:
Follow-up indicated that the device was removed due to inadequate pain relief.

Manufacturer narrative:
The device was received and analysis is currently in progress. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the device was removed. There were no reports of device-related issues from the patient prior to the incident. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. There have been no reports of further complications regarding this event.